Manufacturer narrative:
The stent was not implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, patient movement was the root cause of the reported event. (B)(4).

Event description:
It was reported that following cataract surgery and implantation of one (1) trabecular micro bypass stent that the patient became agitated (extreme movement) causing the second stent to be implanted/embedded in the patient¿s iris. On post-op day three (3) visit, the patient was reported as ¿doing great", and the surgeon had no further concern. Additional information has been requested.